Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 430 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer did not receive failed battery test alarm and insulin pump was working now. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.